Event description:
It was reported that prior to a scheduled lead revision, a loss of sensing and capture was observed on the left ventricular lead. Fluoroscopic imaging revealed that the lead had become dislodged, likely due to twiddler¿s syndrome. No patient symptoms were reported. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
(B)(4).